Manufacturer narrative:
(B)(4). Foreign: (B)(6). This product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Not returned to manufacturer. This event was previously reported under 0001825034 - 2020 - 02993. Product was disposed of by the hospital.

Event description:
It was reported that a surgeon noticed on post-operative x-ray that tibial insert locking bar wasn't engaged properly. The revision surgery took place on (B)(6) 2020. The product was disposed of by the hospital so cannot be returned for investigation. Initial procedure was in (B)(6) 2019.